Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es all the devices went to disconnect mode, and the user was unable to login to the station. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that all the devices went to disconnect mode, and the user was unable to login to the station. The technical support specialist (tss) initially informed that the server was unreachable via a secure link due to a network error. The tss advised the customer to contact the hospital information technology (it) team to resolve the network issue. The it team later confirmed the servers were back online, but the application remained inaccessible. The tss attempted to access the application, database, and security module servers, while the interface server system appeared online. During follow-up, it was confirmed that all services were running, care fusion coordination engine (cce) messages were crossing over, and there were no critical health site viewer notices. The tss noticed that the stations were partially unresponsive, some required manual reboots or data synchronization service restarts to restore connectivity. The active directory (adt) and orders interface on the server was reported down, traced to an issue on the adt side. After restarting the cce service, message flow resumed resolving the issue. The system functioned as intended after the technical support specialist investigated the issue. D4 & h4: serial number, unique device identifier and manufacturer date not available.